Event description:
Approx 45 mins into treatment the venous bloodline tubing separated from in-line injection port. Pt was removed from treatment and administered 300cc bolus of normal saline. A new bloodline was set up and treatment continued. MDR is filed for estimated blood loss of 250cc.